Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's wife reported that the patient complained the device is "hurting" around the implant site, and that the patient felt a "hit" to his chest, and questioned whether the device was delivering a therapy. It was also noted that the patient was released to home with hospice due to "kidney failure". The device remains in use. No further patient complications have been reported as a result of this event.